Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert for elective replacement indicator (eri) noted on the device. Technical support was contacted, and they indicated that the eri alert was false and it will correct itself within a few days. The patient was stable with no consequences.